Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family reported via phone call that the customer alleges pump was over delivering. The customer¿s blood glucose level was 76 mg/dl, 70 mg/dl at the time of the incident. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer was unable to successfully prime the set. Customer was treated with treated with glucose tablets. The customer stated that the drive support cap appears normal. Customer stated the insulin pump had battery out limit. Customer reported they were able to clear the alarm. Troubleshooting was performed. The insulin pump will be returned for analysis and the reservoir will be returned for analysis.